Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of noise and inappropriate auto mode switch (ams) episode was observed on the device. It was unable to determine where the noise came from. Patient was asymptomatic. Patient has dementia and undergoes chest x-rays. Programming changes were made to prevent the ams. Patient lives in a care home which is believed to be source of emi causing the inappropriate ams. Further testing was unable to reproduce the noise. Physician decided to monitor the patient. No further information available.